Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: no samples were received. No photo was provided. The expiration date was not implemented at the time this batch was produced. Additionally, this lot# 1327435 has already the shelf life expired. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for lot # 1327435 for this type of defect or symptom. CAPA not required at this time.

Event description:
It was reported that expiration date was missing on shelf pack with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that there was no expiration date on the box.